Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons hard to pressed. Customer's blood glucose value was unknown. Customer stated that insulin pump had diminished battery life less than 7 days. Customer stated that insulin pump rewind was louder and received unexplained no delivery alarm. Customer reported that insulin pump had erased setting when putting in new battery and also reject new battery. The device will not be returned for analysis.